Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stimulation trial, it was found that the trial lead inner packaging was open. The outer packaging was intact. The lead was not used. It was further reported that there was no evidence of environmental damage to the package. Additional information was requested, if received, a follow up report will be sent.